Manufacturer narrative:
Insulin pump passed self test and displacement test. No pump error 4, pump error 63, or pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 4 and pump error 53 alarms due to a software error. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was restarted went blank and restarted. The customer reported that insulin pump had pump error alarms. Customer was able to clear the alarm and able to complete rewind process. Customer performed self test and hardware low level failure alarm was occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.